Event description:
It was reported that the patient's generator could not be interrogated. It is unknown if it is due to end of service or not. The physician's programming system was verified to be working correctly. The patient has been referred for generator replacement surgery, but it has not occurred to date.